Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted 12.6mm vticmo12.6; -15.0/2.0/072 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021 it had tore during injection/delivery into the eye. There was no patient injury. Intraoperatively the lens was removed and replaced with a same model and length lens. This resolved the problem. The cause of the event was reported as unknown.